Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012416840); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve in a patient with type 1 bicuspid aortic valve with non-coronary cusp to right coronary cusp fusion and a 60 degree horizontal position, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. An 18 french (fr) non-medtronic sheath of 65 centimeters (cm) was inserted near the brachiocephalic artery using the right transfemoral access due to the patient's "highly" tortuous thoracoabdominal aorta. Following delivery catheter system (dcs) insertion, the dcs had difficulty advancing through the aortic valve. The dcs was able to pass through the aortic valve slowly and carefully. Upon deployment of the valve to the point of no recapture (ponr), the implant depth was checked using contrast imaging; however, an ascending aortic dissection was observed. Subsequently, the valve was recaptured, and the dcs and valve were withdrawn from the patient. The patient was placed on endotracheal intubation and general anesthesia for aortic valve replacement and ascending aorta artificial graft replacement surgery.